Event description:
The manufacturer received information alleging a millenium m10 oxygen concentrator was not providing the prescribed oxygen. The patient reportedly fell and was admitted to the hospital for exacerbation of chronic obstructive pulmonary disease. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.